Event description:
Due to excessive throat irritation, my daughter was taken to the emergency room after not eating for over a week. She was diagnosed with dehydration through blood work at the hospital. Required two large IV bags of fluid. My daughter was unable to eat for about two weeks total and lost a lot of weight.